Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm and right iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). The ibe device was implanted using u-turn dryseal sheath technique. During positioning the devices, it was found that the sheath tube of gore® dryseal flex introducer sheath was broken (3cm of leading end). The broken sheath tube was connected with the coil to the remaining part of the sheath, and it was able to be withdrawn with a balloon catheter from the patient. Another sheath was used for the procedure. The procedure was completed without any further problems. The patient tolerated the procedure. No injury to the patient was reported. The reporting physician commented as follows: although the cause of the sheath tube break was unclear, the u-turn dryeal sheath technique was a possible cause.

Manufacturer narrative:
H6: investigation findings and conclusions have been updated. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Product evaluation: it was confirmed that the sheath body of the gore® dryseal flex introducer sheath was separated into two segments with the sheath body's metal coil maintaining connection between the two parts. The root cause of the separation of the sheath body of the gore® dryseal flex introducer sheath could not be determined with the available information.